Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, "interoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2016-00214 / 00215 & 00482).

Event description:
It was reported that patient underwent a left total knee arthroplasty in (B)(6) 2009. Subsequently, patient was revised on (B)(6) 2011 due to patient allegations of incorrect bearing size. Subsequently, patient underwent a revision on (B)(6) 2013 due to allegations of pain, swelling, difficulty walking, audible noise, and instability. A future revision procedure is alleged. However, a third revision has not been reported at this time. Patient further alleges two debridement procedures on unknown dates due to non-healing surgical wound. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified. Additional information received from patient's operative reports indicate patient underwent a left total knee arthroplasty on (B)(6) 2009. Subsequently, patient underwent irrigation and debridement procedures on (B)(6) 2009 and (B)(6) 2010 due to non-healing surgical wound. It was further reported a revision procedure was performed on (B)(6) 2011 due to pain and instability. The operative report noted synovitis. The polyethylene tibial bearing was removed and replaced. Subsequently, a revision procedure was performed on (B)(6) 2013 due to pain and instability. The operative report noted moderate effusion and partial hypertrophic synovium. All components were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, ¿interoperative or postoperative bone fracture and/or postoperative pain.¿ this report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 MDR's filed for the same event (reference 1825034-2015-00214 / 00215).

Event description:
It was reported that patient underwent left total knee arthroplasty in september 2009. Subsequently, patient was revised on (B)(6) 2011 due to incorrect bearing size. Patient underwent a second revision on (B)(6) 2013 due to "pain, pops, swelling, cracks, difficulty walking, and the knee giving out occasionally." Subsequently, a future revision has been indicated due to "the knee falling apart between the knee cap and the bottom of the knee." However, a third revision has not been reported at this time. Patient further reports two debridement procedures on unknown dates due to non-healing surgical wound. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.